Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material at the distal tip of the biopsy channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device exhibited foreign material at the distal tip of the biopsy channel during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.